Event description:
A healthcare professional reported with the description of intraocular lens (iol) was inserted and removed. On insertion and unfolding of the iol surgeon noticed a scratch mark straight through the middle of iol. It looked like the plunger didn¿t engage with the trailing haptic and scratched it during insertion. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5., h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The product was subject to handling and the reported damage was highlighted post implantation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the plunger was scratched the optic of the intraocular lens.